Event description:
Pt underwent uneventful lasik ou on (B)(6) 2014. Presented 10 days post op complaining of rainbow glare od. Vasc 20/20 od, 20/20 os. Rxm plano sphere 20/20 od, plano-0.25x180 20/20 os. Iop 12mmhg ou. Off all meds except afts ou. Ref MFR#3003288808808-2014-01811.